Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. Following the instructions for use, a dilator was inserted into the access ports, the safety release button was activated, and the thumb advancer was retracted to the start arrow enabling the device to be withdrawn from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.